Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. However the insulin pump was received with operating currents within spec. The pump also passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery, replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance issue. After disconnecting and reconnecting the internal battery connector the, pump was monitored and functioned properly. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay. The pump was received with missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery did not alarm properly for low battery before turning off and had low battery alarm, change battery. The customer¿s blood glucose was 16.3 mmol/l at the time of the incident. The insulin pump will be returned for analysis.